Event description:
It was reported that during a stenting treatment procedure a balloon pinhole was discovered. Access was obtained via the radial artery. The 32mm in length and 2.50mm in diameter, 80% stenosed, eccentric and de novo target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. The lesion was not predilated. A 2.50x38mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion due to an obstruction of the lad. When the physician withdrew the device it was noted that there was blood in the inflation lumen and the balloon had a hole in it. The balloon was never inflated during the procedure. The lesion was then predilated with an unspecified balloon, resulting in 30% residual stenosis. The procedure was completed with the deployment of a 2.25x20mm taxus stent and 2.50x32mm and 3.00x20mm promus stents in the proximal and distal lad and the circumflex. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon pinhole was discovered. Access was obtained via the radial artery. The 32mm in length and 2.50mm in diameter, 80% stenosed, eccentric and de novo target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. The lesion was not predilated. A 2.50x38mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion due to an obstruction of the lad. When the physician withdrew the device it was noted that there was blood in the inflation lumen and the balloon had a hole in it. The balloon was never inflated during the procedure. The lesion was then predilated with an unspecified balloon, resulting in 30% residual stenosis. The procedure was completed with the deployment of a 2.25x20mm taxus stent and 2.50x32mm and 3.00x20mm promus stents in the proximal and distal lad and the circumflex. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found a longitudinal tear on the outer/ inflation lumen. The tear measured approximately 8mm in length and the tear was at the port of the device. A visual and microscopic examination identified distal stent damage. Struts on the first row distally were raised and misaligned. Kinks were present throughout the entire length of the hypotube. Kinks were also present throughout the lumen. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).